Manufacturer narrative:
The customer indicated the use of a non-qualified lens model and a non-qualified viscoelastic. The root cause is most likely related to a failure to follow the directions for use (dfu). The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. Information was provided that a qualified cartridge was used as the replacement cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The monarch product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported, during injection the device led to a break in the intraocular lens (iol). Additional information received; the procedure was completed with a new lens and cartridge without patient harm.